Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the proximal ring in the trifurcation is corroded. Concomitant medical products: product ID: d224trk ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.